Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the airway during an ultrasound bronchoscopy procedure on (B)(6) 2024. During the procedure, the needle punctured through the side of the sheath and injured the physician. When the needle was inserted, the physician got injured/punctured. The physician went to an infectious disease hospital to receive a hepatitis b antibody injection. The procedure was completed using another expect pulmonary needle. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block g4 (premarket/ 510k#): k151315, k151895, k163248. Block h6: imdrf impact code f2303 captures the reportable event of hepatitis b antibody injection that was given to the physician due to the needle stick. Imdrf device code a041001 captures the reportable event of needle punctured sheath.